Event description:
When attempting to deploy the stent the physician started to the thumb wheel rotation with initial retraction of the retraction sheath. Before the stent was exposed the retraction sheath stopped moving even though the physician was continuing to rotate the thumb wheel. The physician decided to remove the deployment system but the system would not go back into the 6fr sheath. The physician removed the whole system and sheath wire. Once the system was removed it was noticed that the white nose cone came detached from the delivery system and left in the popliteal artery. The nose cone was snared and removed from the patient. The procedure was completed with two other g38491/lot #c2001290. 7fr x 55cm raabe access sheath used on replacement device. Complaint opened to capture the use of a wrong size access sheath. Related file: pr385391. Patient outcome: no adverse effects.

Manufacturer narrative:
PMA/510(k) # p100022/s026. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # p100022/s026 device evaluation the zisv6-35-125-7-140-ptx device of lot number c2001290 involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was raised as an additional complaint to capture the user error of using an incorrect size access sheath on the replacement device from complaint (B)(4) (MDR ref.- 3001845648-2023-00086). Lab evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Document review prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. The review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. It should be noted that the instructions for use states the following: ¿gain access to the site using a 6 french sheath with a minimum i.d. Of 2.0 mm¿. There is evidence to suggest that the customer did not follow the instructions for use or label. As per additional information received, it is known that the user used a 7fr raabe cooke sheath. This is not the required access sheath required for this device. Image review an image was not returned for evaluation root cause review a definitive root cause of the user not reading or following the instructions for use has been determined. From the additional questions it is known that an access sheath that accepts an 7fr introducer catheter was used with the replacement devices. This is not the required access sheath required for this device. As previously noted the instructions for use states the following: ¿gain access to the site using a 6 french sheath with a minimum i.d. Of 2.0 mm¿. The user has not complied with the requirements of the IFU with respect to the intended use of the device. User/use error complaints are considered foreseen misuse. It should be noted that, as the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR correction report is being submitted due to the lab evaluations notes being removed from this file as they are related to the original device captured under pr 385391 (MDR ref.- 3001845648-2023-00086). Supplemental follow-up MDR report also being submitted due to the completion of the investigation on 28-apr-2023 and an update to the investigation conclusions.